Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was 500 mg/dl. The customer stated that there is small air bubbles in reservoir and tubing. The customer was advised to deliver a 5 unit fixed prime until air bubbles are no longer visible. The customer was advised to change infusion set. The customer was assisted with set change and it was successful. After the set change the customer blood glucose was 468 mg/dl.